Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that the patient presented with leg pain. CT indicated limb thrombosis and stenosis at the distal end of the ieft limb. It was reported that the left limb was successfully traversed with a wire and a non-mdt catheter was utilized to remove the blood clot; an endurant ii limb was then implanted which successfully reestablished flow to the left side. The physician has reported that the patient is recovering.

Manufacturer narrative:
Per the physician the cause of the event was due to the distal segment of the left iliac limb being stenotic. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Images review summary: several still angiograms from post-implant from an unknown study date were returned. An endurant stent graft system had been implanted in the patient. The bifurcate was positioned with the ipsi limb on the left side, and an endurant limb was seen extending into the left common iliac artery. Per the calibrated catheter up the left side, the distal od of the 16mm left limb extension measured ~10mm. The images provided revealed that the left limb was essentially straight and patent; images showing the reported thrombus were not seen. The cause of the thrombus could not be determined. Pre-implant anatomy is unknown and CT¿s post-implant were not available. This may have been caused by the reported stenosis of the distal segment of left limb. It is unclear if limb oversizing within the left iliac artery may have also contributed. If information is provided in the future, a supplemental report will be issued.